Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device being returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. However, a device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided for review and the following was observed: the right access vessel had some tortuosity present near the aortic bifurcation and the esheath plus distal tip was torn. A lot history review was performed and revealed other similar returned events. However, the investigation is pending. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath plus usage. The procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity, or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. The valve size for 20-26mm and 14fr sheath is a minimum vessel diameter of greater than or equal to 5.5mm. The valve size for 29mm and 16fr sheath is a minimum vessel diameter of greater than or equal to 6.0mm. Based on the review of the IFU/training manuals, no deficiencies were identified. This event reports an esheath plus distal tip torn after removal from the patient that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Based on the review of the risk management documentation, no further action is required. The event for esheath plus distal tip torn was confirmed by the provided imagery. As the device was not returned for evaluation, no visual, functional, or dimensional analysis could be performed. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of the box. The event description reports, 'the tip of the esheath plus was observed to be torn upon removal of the esheath plus and delivery system. The esheath plus was fully removed and intact and no remnants were believed to have been left behind in the patient's body. This was unexpected as there was no resistance during initial insertion of the esheath plus and while advancing the delivery system and valve. In addition, there was no resistance during withdrawal of the esheath plus and delivery system.' Per the provided imagery, the esheath plus distal tip was torn. This is characteristic of sheath tip tear events identified in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. In this case, it is possible that improper tip expansion contributed to the esheath plus distal tip tear. Additionally, the patient had presence of some tortuosity near the aortic bifurcation. Bends in the access vessel can lead to non-coaxial alignment between the crimped valve and the esheath plus, which may lead to an increased potential for the valve struts to catch onto the esheath plus distal tip during advancement. In this case, the event may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous CAPA was initiated to improve activities regarding tip expansion. Since this event occurred after corrective actions were placed, the pra is being re-escalated.

Manufacturer narrative:
The investigation is still ongoing. Device not available for return.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure of a 23mm sapien 3 ultra valve, the tip of the esheath plus was observed to be torn upon removal of the esheath plus and delivery system. This was unexpected as there was no resistance during initial insertion of the esheath plus and while advancing the delivery system and valve. In addition, there was no resistance during withdrawal of the esheath plus and delivery system. The valve was deployed with no complications and the esheath plus and delivery system was able to be withdrawn with no adverse event to the patient. Device is not available for return.